Event description:
A 3.0mm diameter x 12mm length medtronic rapid exchange stent delivery system was inserted into an acutely angled and severely calcified left anterior descending coronary artery. There were multiple attempts to cross the target lesion, which were unsuccessful: therefore, the stent delivery system was removed. The target lesion was then predilated with a 2.5mm ptca balloon. The stent delivery system was then re-inserted and during the attempt to cross the lesion, the distal segment of the stent "buckled" on itself, moving slightly proximal on the balloon. The proximal segment of the stent remained secure on the balloon. Consequently, this caused the stent to have an appearance of a 9-10mm length stent. The physician decided to deploy the stent in the location where the device was at (1-2mm porximal to the intended site). The stent was deployed successfully, and the target lesion was then treated with the placement of two stents from another MFR. The physician did not follow the instructions for use when the lesion was not predilated prior to stent placement. There was no additional clinical sequelae reported relative to the event.